Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a patient notifier anomaly was observed when an asymptomatic patient presented in-clinic for a routine follow-up. Multiple attempts were made to test the patient notifier, but neither the patient nor the physician could feel the vibratory notifier. The patient will be monitored with remote monitoring for alerts. There were no adverse consequences to the patient.